Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump was making a loud screeching noise. Customer changed battery and allowed insulin pump to rest for 2 hours and issue was resolved. Customer was not able to perform self-test due to buttons not responding. Customer also reported of being hospitalized in (B)(6) 2015 due to being involved in a vehicle accident. Customer's blood glucose was 21 mg/dl and had a seizure. Another car ran into customer as it was not diabetes related. Insulin pump would be replaced.

Manufacturer narrative:
The pump was received with a frozen display, no button response, and a constant audio alarm at the end of the displacement test due to a problem with the mortarboard. Unable to perform the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery, and delivery accuracy test or verify the operating currents due to the frozen display. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.